Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and anxiety ("anxiety"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain lower and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') in an adult female patient who had essure (batch no. 626905) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, abdominal distension, menorrhagia, endometriosis and pelvic pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and anxiety ("anxiety"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain lower and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008. Trailing coils: both cornua had 4 visible coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: medical record received. Lot number, reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') in an adult female patient who had essure (batch no. 626905) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, abdominal distension, menorrhagia, endometriosis and pelvic pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with partial bilateral cornuectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, abdominal pain lower and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008. Trailing coils: both cornua had 4 visible coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2022: reporter and removal date added. Surgery details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and anxiety ("anxiety"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain lower and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') in an adult female patient who had essure (batch no. 626905) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight gain, abdominal distension, menorrhagia, endometriosis and pelvic pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and anxiety ("anxiety"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain lower and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008. Trailing coils: both cornua had 4 visible coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.